Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.

Event description:
Customer complains about blood leak during the treatment. Blood flow rate, 156ml/min, tmp,121mmhg. The blood loss was insignificant. No patient harm and no medical intervention.